Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Mfg date: information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the product was pulled from original box. All other product was fine. The 5dcs was damaged. Shaft was bent, shears tips are poking through protective cap, and packaging was punctured. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m9226m. The analysis results found that the 5dcs device was returned outside its package; only the tyvek was returned. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with scratches. The dye test was performed to evaluate the integrity of the tyvek using methylene blue solution. The solution did not penetrated through the scratch thus, the sterility was not compromised. In addition, the shaft of the instrument was observed to be bent. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. No incident related to the reported event was observed during the batch record review.